Manufacturer narrative:
Device evaluation: g3, g6, h2, h3, h6 and h10. Result of investigation: field service went onsite unit has 11,520 hours and 4.6b software. Ventilator will not cycle on vent inop (ventilator inoperable). Error log is pneumatics ftc no hardware errors. Bad user interface module indicated. Verified by attaching a different uim (user interface module). Ventilator functioned normally. As a resolution, placed order for uim (user interface module). H6-corrected medical device problem code.

Event description:
It was reported to vyaire medical that the avea ventilator alarmed 'vent inop' (ventilator inoperable) when they powered it on to set up for a patient.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : device not returned yet.

Manufacturer narrative:
D4. UDI# - the device has a date of manufacture of (22-mar-11) and was not subject to UDI requirements.